Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced low blood glucose. The customer¿s blood glucose level was 45 mg/dl. The customer was treated with apple juice. It was reported that the delivery was not suspended due to sensor glucose and blood glucose difference. It was reported that the blood glucose value from reported event was 45 mg/dl and sensor glucose value from reported event was 150 mg/dl. It was reported that the customer using auto mode. The insulin pump will not be returned for analysis.